Manufacturer narrative:
Device was used for treatment, not for diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the original surgery was performed on (B)(6) 2013 for a right tibial injury. Surgeon suspected delayed healing and non-union of the tibial, when the patient presented for routine follow-up examination. The patient was returned to the operating room on (B)(6) 2014, and the proximal locking screw was removed to dynamize a tibial nail constructs. Patient was reportedly stable following the dynamization procedure. This report is 1 of 1 for (B)(4).